Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received cartridge alarm 19 during basal delivery. Customer's blood glucose levels were in the 120's (mg/dl) range. Reportedly, the customer reloaded the cartridge successfully and resumed insulin delivery. Additionally, it was confirmed that the customer had manual insulin injections available for alternate therapy.